Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be used in the common bile duct during a fiber choledochoscopy, percutaneous via t-tube or other tract, with removal of stones procedure performed on (B)(6) 2022. During procedure, while doing the lithotripsy, the trapezoid rx basket cannot be closed nor opened by the handle. There were no patient complications as a result of this event. The investigation results revealed that the handle cannula detached and the side car-rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0501 captures the reportable investigation finding of handle cannula detached. Device code a0406 captures the reportable investigation finding of side car rx pushback. The returned trapezoid basket was analyzed, and a visual evaluation observed that the handle cannula was detached, affecting the device functionality, so it is not able to activate the basket. The inspection of the screws was performed by x-ray, which showed that the screws had the tip flat/pushed inward. Subsequently the length of the fastening screws was measured, and both screws were less of the allowed tolerance. In addition, dimensional inspection observed that the side car rx was pushed back approximately 3.0 mm which is out of specification. The reported event was confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier of the screws, where problem was escalated with the operations team. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula. Therefore, the most probable root cause is manufacturing deficiency. The side car rx pushback could have occurred as a result of the separation of the cannula, and the manipulation during the procedure. Therefore, the most probable root cause for this failure found during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available the device was used per the instructions for the use (IFU)/product label.